Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the rotating portion of the ivus catheter became intertwined with the wire, causing it to malfunction. The physician successfully removed both the wire and ivus catheter, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the guidewire exit port and tip were torn and the distal section was detached. The telescope was kinked but no signs of twisting were encountered. The reported event of catheter material twisted is not confirmed. The torn exit port and tip, and the tip detachment found in the visual inspection could not have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the rotating portion of the ivus catheter became intertwined with the wire, causing it to malfunction. The physician successfully removed both the wire and ivus catheter, and the procedure was completed with another of the same device. No patient complications were reported.